Manufacturer narrative:
Citation: yoldas t et al. True aneurysmal dilatation of a valved bovine jugular vein conduit after right ventricular outflow tract reconstruction: a rare complication. Cardiol young. 2019 jul 8:1-2. Doi: 10.1017/s1047951119001422. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with a history of type 2 truncus arteriosus who underwent complete repair at the age of 2.5 years with the implant of a 14 mm medtronic contegra valved conduit (serial number not provided). Approximately 4 years and 6 months post implant, echocardiography and computed tomography revealed right ventricular dilatation and aneurysmal dilatation of the conduit. It was reported that the dilatation was uniform across the entire length of the conduit. Subsequently, the conduit was explanted and replaced with a 23 mm xenograft (manufacturer not identified). No additional adverse patient effects or product performance issues were reported.